Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hyperglycemic event. The patient stated they received a low transmitter warning on the g5 mobile application and no readings, so he performed a finger stick reading and the blood glucose meter was displaying a value in the 500's mg/dl. The patient went to the hospital and when he arrived, they also performed a finger stick and their meter displayed in the 600's mg/dl. The patient was provided with insulin and was admitted to the hospital for 3 days. At the time of contact, the patient was recovering. No additional patient or event information is available. Data was provided for evaluation. Confirmation of the allegation was not confirmed via data. A probable cause could not be determined.